Event description:
It was reported that the buttons were intermittently activating the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the up, down and ok button were intermittently responding to user inputs, the key contacts were misaligned or became inverted during testing and there was evidence of contamination under the all key contacts.